Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 345mg/dl. The customer's most current level was 90mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The cannula was noted to be bent. Troubleshoot was conducted the customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device. The customer is being sent replacement sets.